Event description:
On 04/09/07 a call was rec'd notifying the company that the tip or a smartstitch m-connector needle (catalog # om-8007) was observed missing from the end of the device after a rotator cuff surgery. Surgeon took post-operative x-rays, however, no evidence of a foreign object (needle tip or otherwise) was noted. No pt injury or other adverse effect was seen as a result of the detached needle.

Manufacturer narrative:
M-connector was returned for evaluation. One needle tip was missing from visual examination. The root cause for the device breakage can not be confirmed. Arthrocare reviewed the lot history data for lot #115120, and there was no info noted which would indicate the needles in this group were suspect. Arthrocare has reviewed product complaint data for this failure mode. Incident rate is less than 1%. Instructions for use provide that careful attention must be made to assure excessive force is not placed on this instrument. Excessive force can lead to device failure. MDR faxed to FDA 05/14/07.